Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 57 year old male patient, after delivering one successful shock, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The customer received a replacement device. Review of the activity logs did indicate multiple occurrences of defib charge failure and defib failure. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, after delivering one successful shock, the device failed to discharge. Complainant indicated that the patient subsequently expired.